Manufacturer narrative:
The physician did remove the sensor and no evidence of the infection was present. As of (B)(6) 2019 the patient reported that she is well.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was implanted. The patient was admininstered a topical antibiotic by a physician.